Event description:
On (B)(6) 2010, the patient was implanted with an scs system. After the surgery, the sales representative ran an impedance check and discovered that all of the contacts were invalid. The patient was taken back to the operating room and further testing revealed that the extension had high impedance. The device was explanted and replaced.

Manufacturer narrative:
Evaluation. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and it was noted to be discolored. No other anomalies were noted. The lead passed continuity testing and all channels measured less than 4 ohms. Stress testing did not reveal any failures. Conclusion: the cause of the reported complaint could not be confirmed. As received, the extension passed all functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.